Manufacturer narrative:
(B)(4). Manufacturer report number 1314492-2015-09838 submitted on 10/08/2015 was submitted as a duplicate of manufacturer report number 1314492-2015-09937 submitted on 10/09/2015. Baxter's completed device evaluation has been reported under manufacturer report number 1314492-2015-09937. Manufacturer report number 1314492-2015-09838 is a duplicate report and can be removed from the FDA database.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
It was reported that a spectrum pump displayed system error 105. It was also reported there was no patient involvement.